Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply and wiring harness that connects to it were evaluated and replaced. The f7 fuse on the power signal interface power supply, generator interface pcb and fluoroscopy functions pcb were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.